Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. A visual test was performed- found damaged dso seal, damaged battery compartment, scratched lens. Functional testing confirmed/duplicated the reported issue. The cause was damage and liquid in the battery compartment. The dso seal, battery compartment, and lens will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that there was "liquide battery compartment". There was unknown patient involvement and unknown patient harm/adverse event reported.